Manufacturer narrative:
Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. Good faith effort confirmed that the device has no problem, and the work order has been open by mistake by one of the colleagues. Thus, this case is updated to a non-complaint.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating a failure was found during preventive maintenance. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.